Manufacturer narrative:
Investigation could not be performed, because the product not returned.

Event description:
It was reported that "this (B) (6) female with a history of left side radiculopathy, mild anxiety, broken ribs and remote history of smoking, was randomized to fusion and received the stryker reflex hybrid plate at the c5-c6 level. On (B) (6) 2008, the pt experienced severe left upper extremity pain, numbness and weakness. Upon examination on office visit of (B) (6) 2008, it was determined that she had severe tricep weakness, + left spurling sign wrist flexion weakness and decreased sensation in left index and middle finger. X-ray studies showed pseudoarthrosis at c5 and a large left c6-c7 herniated nucleus pulpous. At that time, a decision was made for the pt to undergo a acdf at c5-7 and hardware removal.